Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge was observed to be fluctuating which resulted in the pump shutting down. Customer's blood glucose level ranged from 78 mg/dl to 124 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.